Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2011; 419478, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), diminished r-waves, and had no capture at maximum output. A fracture is suspected. The right atrial (ra) lead also experienced no capture at maximum outputs and has a possible fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical continuity tests were passed. No anomalies were found.